Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging internal wires. The cause of the gong alarms and incoming test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing gong alarms.